Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
It was reported that on an unknown date in (B)(6) 2021, during an l3 to l5 lumbar fusion plif procedure while final tightening, the locking nut on a expedium offset 6x40 mm screw. The surgeon sheared the top threads of the screw. The screw was removed and the sheared off portion of the screw was recovered. The screw was replaced with another 6 x 40 mm screw. No surgical delay reported. There was no patient consequence. The procedure was successfully completed by removing and replacing the screw. This report is for one (1) expedium spine system fixed bolt, standard 6 x 40mm. This is report 1 of 1 for (B)(4).